Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va2wbf4; implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 03-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-dec-10 mpxr-1253239 (con, rep): information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for non-obstructive urinary retention it was reported that the lead migration or dislodgement and patient had a loss of therapy. They also stated that the had simulation in an undesired location. Patient also reported shocking sensation. It was also stated that the patient had pain and a return of baseline symptoms (cannot urinate). Patient reports she rolled over in bed and felt a pop, and after that she had a return of her baseline symptoms as well as a shocking sensation going up her tailbone the lead was removed and replaced.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2wbf4, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the lead (lot#: va2wbf4) identified environmental stress cracking (esc) on the outer insulation of the body of the lead which did not affect the function of the device. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Continuation of d10: product ID 978b128 lot# va2wbf4 implanted: (B)(6)2024 explanted: (B)(6)2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.